Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The monolithic controlled release device that contains the steroid was detached from the distal electrode of the lead. The distal electrode of the lead was missing the monolithic controlled release device that contains the steroid. There was an observation with the monolithic controlled release device that contains the steroid. The analyst noted the full lead was returned without the mrcd (monolithic release control device) at the distal end of the lead. There was no adhesive present on the mrcd (monolithic release control device) tr spacer channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being attempted/not used during the implant procedure due to the lead length and subsequently tested out of specification during manufacturer's analysis. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.